Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8009628.

Event description:
It was reported that patients lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Correction h6- health effect - impact code initial report should've had 4629 - device revision or replacement. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.